Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ needle was leaked during use.

Manufacturer narrative:
Investigation summary: 98 samples were received for evaluation. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot#8107706 for the same defects or symptoms. There was no documentation of issues for the complaint of batch #8107706 during this production run. Investigation conclusion: leak testing was done with no issues found on any of the samples, therefore failure mode is not verified. Root cause description: root cause could not be confirmed as no defect could be verified. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd¿ needle was leaked during use.